Event description:
It was reported that patient presented for post operation check. It was not that right ventricular (rv) lead exhibited loss of capture. Upon x-ray it was observed that lead had dislodged. The lead was repositioned successfully on (B)(6) 2025. Patient condition was stable.